Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil was embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("after both surgeries still having problems even pain"). The patient was treated with surgery (removed right coil during the first surgery and another surgery to remove everything except ovaries). Essure was removed. At the time of the report, the embedded device outcome was unknown and the pelvic pain had not resolved. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: had to go for another surgery removing everything except my ovaries. After both surgeries still having problems even pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device and procedural pain. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. The previously reported event procedural pain was recoded to pelvic pain. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right coil was embedded in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and procedural pain ("still having problem even pain"). The patient was treated with surgery (removed right coil during the first surgery and another surgery to remove everything except ovaries). Essure was removed. At the time of the report, the embedded device and procedural pain outcome was unknown. The reporter considered embedded device and procedural pain to be related to essure. The reporter commented: had go for another surgery removing everything except my ovaries. Concerning the injuries reported in this case, the following one/ones were reported via social media: embedded device and procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.